Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was missing pixels on the touchscreen. Reportedly, the customer is still able to access the pump features. Customer had elevated blood glucose levels (294 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they have back up injections for continued insulin therapy.